Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving sufentanil (300 mcg/ml at not currently available (may require follow-up)), dilaudid (hydromorphone) (3 mg/ml at not currently available (may require follow-up)), and bupivacaine (9 mg/ml at not currently available (may require follow-up)) via an implantable pump for unknown indications for use. It was reported that after undergoing a pump refill procedure at the clinic, the patient reported feeling lightheaded and tired. In a couple minutes while the patient was still at the clinic, the patient was unresponsive. The patient was administered narcan and was awake and responsive before being taken to the hospital by ambulance. There were no known external factors or refill issues reported. It was noted that the healthcare provider would be following up with the patient on (B)(6) 2023 to refill/check the reservoir volume of the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pump serial number updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative reporting that the pump was explanted.

Manufacturer narrative:
B5: correction was made to this field. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing sufentanil (300 mcg/ml at not currently available (may require follow-up)), dilaudid (hydromorphone) (3 mg/ml at not currently available (may require follow-up)), and bupivacaine (9 mg/ml at not currently available (may require follow-up)) via an implantable pump for unknown indications for use. It was reported that after undergoing a pump refill procedure at the clinic, the patient reported feeling lightheaded and tired. In a couple minutes while the patient was still at the clinic, the patient was unresponsive. The patient was administered narcan and was awake and responsive before being taken to the hospital by ambulance. There were no known external factors or refill issues reported. The pmp refill procedure was done using our refill kit (8551), with the template employed.ultrasound was also used as a visual aid to confirm reservoir access. The hcp claimed that after multiple attempts of aspiration, he was unsuccessful and was not able to aspirate any remaining drug from the pump. It was noted that the residual volume read 2.2 ml at time of refill. After 6-7 attempts of aspiration, he refilled the pump with 20cc's of medication, aspirating every ~5 cc's to confirm reservoir access. The healthcare provider would be following up with the patient on (B)(6) 2023 to refill/check the reservoir volume of the pump. Additional information received from the healthcare provider via a clinical study indicated that the healthcare provider visited the patient on thursday of last week ((B)(6) 2023) and the reservoir pump had approximately 2 ml¿s of medication.